Event description:
A report was received from the affiliate indicating that during a coronary stenting procedure proximal stent strut uplift of the cypher stent occurred. The target lesion was the proximal left anterior descending (lad). It is unk if the lesion was a de novo, but was as concentric lesion. The vessel was heavily calcified, not tortuous. There was 90% stenosis. Pre-dilation was performed with a 2.5x30mm voyager balloon and then a 3.5x18mm cypher stent was delivered to the target lesion, but it would not cross. Therefore, the cypher was redelivered by buddy wire technique, but because the buddy wire became caught with the stent strut at the proximal end, the stent became flared at the proximal edge and the cypher failed to cross again. When retrieving the cypher through the mach1 7f vls3.5sh guiding catheter, there was possibility that the deformation of the stent at the proximal end worsened. A different cypher was implanted safely and the procedure was finished successfully. There was no pt injury reported. The prod will be returned for analysis.

Manufacturer narrative:
Please note: device is distributed outside the us. However, it is similar to the us prod. Any add'l info will be submitted within 30 days of receipt.